Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate profile 300cc, catalog number 3501645, serial number ,(B)(4) lot number 1009597. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 300cc breast implant and experienced deflation confirmed by physician. As a result, the patient underwent removal and replacement with an unspecified mentor breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 10/17/2018, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: upon receipt by mentor, the device contained no fluid. Red, white and yellow material was observed within the device, and white material was observed on the shell surface. During evaluation creases were observed on the anterior and posterior aspect. In addition, a rent was observed on the posterior aspect, measuring approximately 0.5 cm. Microscopic examination of the edges of the rent gave no indications as to cause. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this time is not possible to determine the origin of the red, yellow and white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Additional information received on 10/17/2018 indicated the patient underwent bilateral removal and replacement with saline mentor smooth round moderate profile 300cc breast implants, catalog number 3501645, serial number (B)(4), lot number 6918514 (l), and serial number (B)(4), lot number 7583706 (r). The concomitant product was damaged by a hemostat during explantation. Manufacturer¿s reference number: (B)(4).